Manufacturer narrative:
Additional information: d9, g3, h2, h3. One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was bent and fractured; however, the investigation could not be concluded and could not be determined when and how the catheter tip was fractured. Functional testing was not possible due to the returned condition of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
While positioning the catheter, the tip of the catheter broke.